Event description:
It was reported that the nurse had a arctic sun device that was alarming low flow or air leak. Nurse stated that they disconnected the device for a CT scan and when they reconnected the device, the alarms began. Confirmed with nurse they have 2 small pads connected, patient is 48 kg and they have the two chest pads connected, the patient was smaller so they had to fold the corner by the patients shoulder back onto itself. Nurse was unsure why the leg pads were not on the patient and thought it might be due to multiple vascular access sites in the patient¿s groin. Suggested confirming with provider to see if they could replace leg pads. Discussed with nurse optimal pad coverage for patient temperature control. Nurse stated that the patient had been at target up until recently, and now a little below target. Targeted temperature (tt) was 36.5c, patient temperature (pt) was 36.1c, water flow rate (wfr) was 1.2 and dropped as low as 0.7 l/min. Walked nurse through pausing therapy, emptying pads, and disconnecting. Had nurse rotate connectors 180 degrees and reconnect pads holding the blue tubing and not the clear plastic clamps. All tubing was straight with no kinks. Nurse resumed therapy, water flow rate (wfr) was settled at 1.4 l/min, water temperature (wt) was 29c and rising. Informed nurse without all four pads connected, the flow rate would be lower. Suggested they troubleshoot both pads in manual control if they would like. Nurse declined at this time and had to do a few other things but would call back when they free to troubleshoot further. Explained the relation between the water flow rate (wfr) and the heater, informed nurse to monitor the water flow rate (wfr) and water temperature (wt) and call back with any issues. Per follow up information received via email on 03aug2023. It was reported that there was no impact to the 16 year old male patient and therapy was completed. Troubleshooting with mis resolved he issue. The device did not go to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had a arctic sun device that was alarming low flow or air leak. Nurse stated that they disconnected the device for a CT scan and when they reconnected the device, the alarms began. Confirmed with nurse they have 2 small pads connected, patient is 48 kg and they have the two chest pads connected, the patient was smaller so they had to fold the corner by the patients shoulder back onto itself. Nurse was unsure why the leg pads were not on the patient and thought it might be due to multiple vascular access sites in the patient¿s groin. Suggested confirming with provider to see if they could replace leg pads. Discussed with nurse optimal pad coverage for patient temperature control. Nurse stated that the patient had been at target up until recently, and now a little below target. Targeted temperature (tt) was 36.5c, patient temperature (pt) was 36.1c, water flow rate (wfr) was 1.2 and dropped as low as 0.7 l/min. Walked nurse through pausing therapy, emptying pads, and disconnecting. Had nurse rotate connectors 180 degrees and reconnect pads holding the blue tubing and not the clear plastic clamps. All tubing was straight with no kinks. Nurse resumed therapy, water flow rate (wfr) was settled at 1.4 l/min, water temperature (wt) was 29c and rising. Informed nurse without all four pads connected, the flow rate would be lower. Suggested they troubleshoot both pads in manual control if they would like. Nurse declined at this time and had to do a few other things but would call back when they free to troubleshoot further. Explained the relation between the water flow rate (wfr) and the heater, informed nurse to monitor the water flow rate (wfr) and water temperature (wt) and call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.